Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a mechanical thrombectomy to the middle cerebral artery, an embotrap ii 5x33 revascularization device (et007533, 23d202av) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31075898). The embotrap did not enter the vessel and could not pass through the microcatheter (mc). After several attempts, the stent was still unable to pass through the microcatheter. The doctor removed the microcatheter and stent from patient and switched to a new microcatheter to complete the surgery. The stent was not replaced, it passed smoothly with the new mc. There was nothing noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. A non-sterile prowler select plus 150/5cm microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed. One (1) compressed condition was observed at the distal end of the device, this was found at 3cm form the tip. No other damages were noted. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The microcatheter was flushed using a lab sample syringe and resistance was felt. No water was observed from the distal end of the device. A 0.018-inch (0.04572 cm) guidewire lab sample was introduced and advanced until it reached the compressed condition. The guidewire was not able to advance anymore. The issue reported regarding the microcatheter being obstructed was confirmed based on the results of the functional test. It is suggested that the compress condition observed contributed to the issue encountered during the procedure. According to the risk documentation, the inability to deliver the therapeutic device to the desired location is a risk associated to microcatheter damage during use, specifically, during insertion of the microcatheter into the rotative hemostasis valve (rhv) of guiding/intermediate catheter or sheath. Other factors such as the vessel tortuosity detailed in the complaint information, may have contributed to the issue encountered; there is no indication that the issue reported is a result of a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31075898 number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following precaution and warning: do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2023-00186.

Event description:
As reported by the field, during a mechanical thrombectomy to the middle cerebral artery, an embotrap ii 5x33 revascularization device (et007533, 23d202av) became impeded in the distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31075898). The embotrap did not enter the vessel and could not pass through the microcatheter (mc). After several attempts, the stent was still unable to pass through the microcatheter. The doctor removed the microcatheter and stent from patient and switched a new microcatheter to complete the surgery. The stent was not replaced, it passed smoothly with the new mc. There was nothing noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained.